Event description:
The rptr stated that she had an er1 on blood glucose test, with confirmation dot indicating >350 mg/dl. On follow-up, the lifescan rep learned that the rptr had called after getting er1, er5 and er2 for several days. Rptr also stated that during a routine doctor visit on 10/28 for her thyroid and diabetes, she was given insulin after lab tests. She was not feeling well and was very tired. She had not been testing for several days. Troubleshooting determined that she was placing control solution on pink testing pad, observing confirmation dot, then placing blood on confirmation dot after it turned blue from control. She said it was the way she had always tested. The ls rep did extensive training with rptr.